Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was resetting, which interrupted the monitor's communication with an electrode belt and caused the reported service code 204. The cause for the resets was isolated to a defective u500 digital signal processor on the computer/analog board. The root cause for the defective u500 processor could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 204 (belt/monitor unusable).